Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check therapy electrode/adjust belt messages) was isolated to an open pulse wire in the cable connecting ECG "a" and ECG "b". The electrode belt¿s therapy electrodes were non-functional. The root cause for the open wire was unable to be positively identified. Belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing check therapy electrode and adjust belt messages.